Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant procedure due to unknown product performance issue. There was no further information provided as of the moment. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.